Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer was unable to reset the pump initially. Technical support provided information on how to reset it, and the customer will attempt to reset the pump when possible and will seek further assistance if required.